Event description:
The pt reported that her infusion device is beeping and "77" is displayed on the screen. The pt stated that the power pack had been in use for more than 2 weeks. The pt stated that she was not aware of the recall. The pt was educated regarding the recall. She did not have a replacement power pack to inert into the infusion device at the time of the report. Upon follow up, the pt stated that she inserted a new power pack and the infusion device functioned properly. The pt stated that she did have corrected power packs available for use. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.